Manufacturer narrative:
Batch review performed on 24 july 2018: lot 133015:30 items manufactured and released on 02 september 2013. Expiration date: 2018-07-31. No anomalies found related to the problem. To date, 26 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on jul 12, 2018: partial hip revision surgery (stem, head and liner) occurred 3 years and 6 months after primary cementless total hip arthroplasty. Radiographic images provided show the presence of radiolucent lines around the stem suggesting mobilization. Aseptic loosening is a possible, literature described adverse event after cementless hip arthroplasty and causes are often unknown. The reason of this failure cannot be determined.

Event description:
The patient came in complaining of pain 3 years and 6 months after primary. The surgeon determined that the stem had potted. The surgeon revised the stem, head and liner. The surgery was completed successfully.